Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top left portion of bag, on the seam. The leak was discovered after pumping tpn. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between february 18, 2020 to february 19, 2020. The device was received for evaluation. Unaided visual inspection was performed and a small tear at the lower right side edge of the bag was identified. A functional testing was performed which revealed a leak only from the lower right side edge of the sample. Magnified inspection verified a tear/hole in the lower right side edge of the bag next to the bottom shoulder port weld where the leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.